Event description:
It was reported that a peritoneal dialysis patient passed away. It was not reported if the patient was hospitalized prior to or at the time of death. It was unknown if dianeal therapy was ongoing until the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.